Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The eval confirmed the reported symptom of "does not recognize a closed door." The eval experienced a constant "close door" message caused by a failed upper auxiliary flex. The upper auxiliary assembly was replaced.

Event description:
It was reported that a pump did not recognize a closed door. It was determined that there was no pt involvement.